Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging between 44-76 mg/dl. Suspected cause was due to unspecified issues with the sleep mode on the control iq software. Additional information was not provided.